Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported aviva blood glucose results: (B)(6) 2011 8:30 am: 379 mg/dl, 281 mg/dl, 146 mg/dl, 132 mg/dl, 134 mg/dl within 10 minutes. 12:00 pm: 139 mg/dl, 277 mg/dl, 412 mg/dl, 204 mg/dl within 10 minutes. 5:50 pm: 295 mg/dl, 356 mg/dl, 156 mg/dl, 185 mg/dl within 10 minutes. 10:00 pm: 171 mg/dl, 204 mg/dl, 269 mg/dl, 304 mg/dl, 133 mg/dl within 10 minutes. (B)(6) 2011 2:10 am: 225 mg/dl, 161 mg/dl, 425 mg/dl, 325 mg/dl, 169 mg/dl, 131 mg/dl within 10 minutes. 6:00 am: 21 mg/dl, 191 mg/dl, 165 mg/dl, 169 mg/dl within 10 minutes. 10:30 am: 45 mg/dl, 89 mg/dl within 10 minutes. (B)(6) 2011 10:00 am: 142 mg/dl, 169 mg/dl, 194 mg/dl, 280 mg/dl 1:00 pm: 240 mg/dl, 183 mg/dl, 80 mg/dl. A request was made for the return of the meter, replacement sent. Strips not available for return.